Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 29 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the tube on the cuff inflator has been bitten, they think, and the dr could see the air escaping when they placed it under water." There was no injury to the patient. The device had only been in use for a few minutes. The patient was re-sedated, re-intubated, and x-rayed for the position of the tube.

Manufacturer narrative:
The device history record for the reported lot number, 20077184, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 30-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.